Event description:
It was reported that during pre-use flush there was an absence of fluid that passed through the device. No patient injury or involvement was reported.

Manufacturer narrative:
One sample received at the investigation site in used conditions without its original packaging. The sample was visually inspected at a distance of 12 inches under normal lighting in order to detect any damage on the unit. Functional testing revealed that an occlusion was detected in the sample, in the bond between the tube and the base. The root cause was related to the manufacturing process. A review of the manufacturing process for was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. D5 was unknown. No information has been received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.